Event description:
It was reported, during a coil embolization procedure in the external carotid artery (eca) while the physician was trying to reposition the coil, "he pull strongly and the coil detached from the guide". This coil was the last one used in the procedure, after 7 coils. The coil was retrieved with the use of "mammary catheter and guidewire". The pt is reported to be in stable condition.

Manufacturer narrative:
Boston scientific requested add'l info regarding the alleged event. From the responses it was determined that the coil was inspected before deployment and no anomalies were noted. The coil soaked in saline before use. Continuous flush was maintained throughout the procedure. No attempts had been made to detach the coil prior to it detaching prematurely. The power supply and connecting cables were all used correctly according to the directions for use (dfu). Seven other coils were successfully detached before the subject device. No friction was experienced as the coil was advanced through the catheter. Repositioning was carried out in a one-to-one motion under fluoroscopy. The physician involuntarily pulled a little strongly during repositioning where he reported he felt a little resistance. The pt's anatomy was of average tortuosity. The coil did detach inside the pt and was successfully retrieved with a "mammary catheter" and other transend guidewire.